Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high, out-of-range shock lead impedance measurement. Prior to the spike to over 200 ohms, impedance measurements had been in the mid-60-ohm range. No adverse patient effects were reported. This device remains implanted.